Event description:
The end user reported after loading the patient onto the stretcher and rolling the stretcher to the back of the ambulance, the legs of the stretcher would not retract to allow for loading into the ambulance. The medic team made the decision to call for a backup ambulance to continue the patient transport. Afterward, they were able to get the legs retracted but were then unable to duplicate the issue at the station. The stretcher was removed from service until evaluation. It was confirmed that the patient was not harmed by the issue or the slight delay in transport.